Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia that required an emergency room visit after the continuous glucose sensor lost connection and the ilet was worn without cgm connectivity; the user received subcutaneous insulin in the ER and later reconnected the ilet with a replacement sensor. Symptoms included lethargy, nausea, and elevated ketones without diabetic ketoacidosis. Outcomes included medical attention in the ER with recovery and resumption of ilet use. Investigation included collection of event details and confirmation of ER treatment and device reconnection. Investigation of this case revealed that the hyperglycemia occurred with loss of cgm-to-ilet communication, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.